Event description:
It was reported that the pump may be delivering more volume than expected before generating an air-in-line alarm when the reservoir becomes empty during infusion. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.